Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011.(B)(4).

Event description:
It was reported that the patient developed a pocket infection. A computed tomography (CT) scan of the thorax indicated a hematoma or abscess surrounding the implantable cardiac defibrillator (ICD). The device was explanted and not replaced. The patient was enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.